Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2026, the patient called to report that the display on the rove 6 was not working. The patient stated that due to the incident they had been hospitalized. Inogen attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient stating they had been to the hospital. Intervention is unknown.

Manufacturer narrative:
The unit was returned with lcd problem complaint, which was unable to confirmed during testing. The issue was traced to high pressure caused by the muffler filled with dust, which resulted in a blockage in the feed port and low sieve life (452) furthermore, the psa cycle being high (10) is an indication the zeolite is getting contaminated by moisture. Additionally, the fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. The uip, top housing & lower housing were also replaced due to cosmetic damage.